Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 6003668 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6003668 was manufactured according to the wi version 77 manufactured in the machine 12, on 10/oct/2023, with a total of (B)(4) units. Assembly: the lot 3k00685 was assembled according to wi version 26 on-line inspection for assembly of quick set on 09/oct/2023, with a total of (B)(4) units. The lot 3k00686 was assembled according to wi version 26 on-line inspection for assembly of quick set on 09/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 15-jul-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6003668 and 8 more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced an event of diabetic ketoacidosis (22 mmol/l) leading to hospitalization on (B)(6) 2025. The length of hospitalization was greater than 24 hours. Patient was treated using insulin pen. No further information available.